Event description:
The patient was undergoing a microneurosurgery procedure using an apollo system apollo wand. During the procedure, the apollo wand was not producing the desired vibration. The apollo wand was disconnected and reconnected, yet the apollo wand still did not produce the desired vibration. A new apollo wand was used and the procedure successfully continued.

Manufacturer narrative:
Result: the apollo wand catheter knob abs material showed minor material deformation and is slightly melted. There were no other visual or dimensional issues noted. Conclusion: the complaint has been evaluated. The compliant indicates that there was no vibration coming from the apollo wand. Evaluation of the returned product could not confirm the issue described in the complaint. The apollo wand was connected the apollo system and functioned without issue. The apollo wand catheter knob abs material was melted where the dowel pin is inserted; however this minor material deformation was not related to the reported issue. There was no issue found. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.